Event description:
It was reported that upon the treatment of a splenic aneurysm, the embolization coil became stuck within the catheter. During an attempt to push and pull the coil, it detached. A portion of the coil remained partially with the microcatheter and the aneurysm. The coil was retrieved successfully using a crossover technique with new access with a second catheter and goose neck snare kits. Embolization of the splenic aneurysm was performed with an additional azur coil. The pt was reported to be well that same afternoon.

Manufacturer narrative:
Sample analysis: an evaluation of the actual compliant sample has not been performed as the sample has not been returned to date. However, it is said to be available. The root cause of this complaint cannot be determined at this time. An evaluation will be performed once the device is returned. The device history record was revised. No abnormal discrepancies or non-conformances were observed.